Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. The unit was returned for failure investigation. The unit failed the bay2 charging tests and the bay1 and bay2 voltage regulation tests due to defective pogo pin tension where the springs cause intermittent test failures. In the case of bay2 pogo pin5, the insufficient spring force/tension caused excessive overheating of pogo pin5 resulting in the melted case. Carefusion scrapped the unit after failure analysis. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the contacts have melted and the customer is having issues with multiple units. It is unknown at this time whether there was any patient involvement associated with this complaint.